Manufacturer narrative:
One (1) unit of catalog c3600 was received for evaluation. The unit was received in a polybag without the original packaging tray. The visual evaluation identified some dark spots (filthy) inside the tubing. In addition to the ¿filthy¿ condition, the tip of the aspirator tube was found broken. The other components were found in acceptable conditions. No other discrepancy was observed in the returned unit. The reported condition of ¿filth inside tubing¿ was confirmed. The potential root causes for the "filth (dark spots) inside tubing" and the broken condition of the aspirator tube could not be determined. This type of conditions is easily detectable during the different inspections levels of the manufacturing and packaging processes of cusa manifold tubing product. Only alcohol 70% is used to clean up the unit during the manufacturing/packaging processes of the product and it does not cause any adverse impact like the black spots observed in the returned unit. Both observed conditions are indicative that unit was handled by the user.

Manufacturer narrative:
The device history record review of reported lot did not reveal any deviation/anomalies that could cause the reported condition. No event was generated for the mentioned lot; therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures.

Event description:
On (B)(6) 2017, a patient was prepped for surgery and filth was inside the cusa excel 23khz tubing set. There was no patient contact, injury or death reported. No revision/medical intervention required. No delay in surgery was reported.